Manufacturer narrative:
B2: outcomes attributed to adverse event: death: date of death: two months after discharge. This report is being submitted as follow up no. 1 to provide additional information in section b5 and b7. Additional information was received and the complaint was updated to death, section b2 was updated. Section h1 was updated and codes were added to section h6: clinical code and h6: impact code. This report also includes the completed investigation result. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for procedural complications. The exact cause of the cerebral infarction cannot be determined. There is not enough information provided to conduct an accurate risk assessment. The device history record (DHR) review could not be conducted since the lot number is unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 13 feb 2023: the procedure performed was endovascular treatment. It was unknown if resistance was encountered during the insertion or withdraw of the sheath. The cerebral infarction occurred more than twelve (12) hours after the procedure. The patient had atrial fibrillation (af) and terminal stage lung cancer without anticoagulant medication. Therefore, the physician believes that it was difficult to determine whether there was a causation with the device used in the procedure. Paralysis developed due to the cerebral infarction; however, improved by medication afterward. About two (2) months after discharge from the hospital, the patient died due to worsening of the primary disease. The procedure was successfully completed.

Manufacturer narrative:
Patient identifier: requested, not provided due to hospital policy. Patient age & date of birth: requested, not provided due to hospital policy. Patient sex: requested, not provided due to hospital policy. Patient weight: requested, not provided due to hospital policy. Patient ethnicity: requested, not provided due to hospital policy. Patient race: requested, not provided due to hospital policy. Date of event: requested, unknown. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the r2p destination sl guiding sheath involved was used from the left radial artery. The sheath was inserted and withdrawn multiple times and a cerebral infarction occurred. According to the physician, it was possible that the plaque migrated due to the device being inserted and retrieved multiple times. The estimated blood loss was less than 250cc's. There was no medical or surgical intervention required. No equipment or other devices were used with the product involved.